Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that orise gel was used to lift a polyp during a resection procedure on an unknown date. The physician was unable to resect the lesion during the initial procedure and referred the patient for an endoscopic submucosal dissection (esd) procedure. About 3-4 months later, during the esd procedure, the polyp appeared firm and adherent to the muscle layer. As the physician had prior imaging from the index procedure, the polyp gave the impression of a more advanced tumor. The submucosal dissection was difficult to perform as there was little identifiable submucosa, but rather thick white slab of fibrosis-like material. The physician had to dissect around this area, taking more tissue than intended. The pathology showed foreign body reaction to orise gel. There are no further patient complications reported at this time.